Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had a "sensation go all the way down my back and you can see my heart beating from across the room." The patient also report they "went to the emergency department upon waking up with these feelings" and the patient was told "everything is fine." The device was explanted and replaced for an unspecified reason. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.